Manufacturer narrative:
Date sent to the FDA: 03/23/2011. (B)(4). Conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hysteroscopy procedure and an endometrial thermal ablation procedure on (B)(6) 2011. After the balloon was inserted into the uterus and therapy was started, the pressure was unstable and started to go down. The balloon was removed before one minute of therapy. There may have been approximately 1/2 cc fluid deficit. Then a small hole was noticed in the upper neck of the balloon. Another like device was used with no adverse patient consequences.